Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized due to diabetes ketoacidosis on (B)(6) 2019. The customer blood glucose level was above 700 mg/dl at the time of incident and other blood glucose were 251 mg/dl. Customer has been in hospital 3 times in the last 30 days, customer has been going to the hospital because blood sugars are out of control and one of the last time customer came into hospital blood glucose was in range 1300 mg/dl, customer cannot remember the exact dates stated she it was less than 2 weeks ago also cannot remember the date of the first time the customer went into the hospital. Customer has no idea if still positive for ketones. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer has been off insulin pump and has been on insulin drip took off a little while put the customer back on pump and blood glucose was over 600 mg/dl and was removed from insulin pump again and was placed on insulin drip. Customer was not able to change the site because she was still at the hospital and was not able to change out the set. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was treated through insulin pump and went to the emergency room to get fluids per hospital care practitioner instructions. Customer does not alleged insulin pump was under delivering. Cannula was found to be bent or kinked. Customer declined to continue insulin pump troubleshooting. The devices will not be returned for analysis.